Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for evidence of pump thrombus since patient had been having flows 8-11 with pump power spikes as high as 10.8. The patient was at the time in emergency department with lactate dehydrogenase (ldh) of 1,705 and an international normalized ratio (inr) of 11.3. The event log showed persistent pulsatility index (pi) events during from (B)(6) 2023. There were small increase liver function tests (lfts), kidney preserved so far; that was thought to be due to bleeding he has at their driveline site. The patient also had increased blood in the urine. The second log file contained about an extra 11 hours of data. The trended additional data appears to show a reduction in the frequency of pi events. On (B)(6) 2023, the patient had their heartmate ii pump exchanged to heartmate 3, with right ventricular assist device (rvad), centrimag, for support. Pre-lvad implant, the patient had moderate right ventricle dysfunction. There was no device related issue caused/contributed to right heart failure. The patient was stable post exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii (hm ii) left ventricular assist system (lvas), serial number (B)(6), confirmed the presence of pump thrombosis. Although the origin and duration of time for which the observed thrombi were present in the pump could not be conclusively determined through this investigation, the depositions could have contributed to the elevated pump power and flow values observed in the submitted log files as well as the report of elevated lactate dehydrogenase (ldh). Additionally, a direct correlation between the device and the reported events of hepatic dysfunction and right heart failure could not be conclusively established through this evaluation. (B)(6) was returned assembled with the driveline severed at the nipple housing. An additional three segments of driveline were returned with the device measuring approximately 1¿, 4.5¿, and 6¿. The remaining distal portion of the driveline was not returned with the device. The sealed inflow conduit (inlet tube, inflow conduit flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was returned detached from the inlet tube. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. Approximately 4¿ of the distal segment of the outflow graft was also returned with the device. This segment was tied shut at its distal end. A bend relief collar was present and secured with green suture. Upon disassembly of (B)(6), examination of the distal side of the inlet stator revealed a circular, black, tissue-like in nature, and denatured deposition. Examination of the inlet bearing ball revealed a circular, red, tissue-like in nature, and denatured deposition. Both of these depositions displayed evidence of laminated layering, suggesting that they developed in the pump over an undetermined amount of time while the pump was supporting the patient. Although the origin and duration of time for which the observed inlet bearing thrombi were present in the pump could not be conclusively determined through this investigation, the depositions could have contributed to the elevated pump power and flow values observed in the submitted log files as well as the report of elevated ldh. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Additionally, the proximal side of the outlet stator revealed a bright red, irregularly shaped thrombus formation. This formation did not appear to be denatured and was loosely adhered to the outlet bearing ball. The lack of denaturation and laminated layering suggests that it did not form in this location; however, the origin and duration of time for which the formation was present in the pump could not be conclusively determined through this evaluation. No additional developed depositions or thrombus formations were observed during the examination of the pump¿s blood-contacting surfaces. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, and the hm ii patient handbook, rev. C, are currently available. Section 1, ¿introduction¿, lists device thrombosis, multiple organ failure (including right heart failure and hepatic dysfunction), and bleeding as adverse events that may be associated with the use of the hm ii lvas. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Additionally, section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Additionally, section 6, under "right heart failure", also discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report numbers: 2916596-2024-00686 and 3003306248-2024-00399.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number: corrected. Section d4, lot number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.